Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not conducted as the lot number was not provided. The device was returned for analysis and has been evaluated. Visual and functional testing were performed. The returned part consisted of one cassette which was received in good condition without its original packaging and was contained in a plastic bag. The part was visually inspected at a distance of 12 inches to 24 inches and normal conditions of illumination; the pump tube was not centred and it had a deformation. During functional test, the product was successfully attached to the pump without any alarms activating and ran without any difficulties. The root cause of the reported event was deemed due to manufacturing; the storage in production process was not properly placed, the accumulation of material caused the 8 inch tube to get caught in the container damaging the cassette tube. Action(s) taken to mitigate the reported issue(s): a quality alert was created in order to detect pump tube deformation and improve the storage in production floor.

Manufacturer narrative:
Device evaluation- the cassette was returned for evaluation along with the infusion pump. Testing of the pump could confirm the reported issue ("no disposable" alarm). Further testing of the infusion pump showed the device downstream occlusion sensor cassette detector met with specifications; however this component was replaced as a preventive measure. The cassette was not given functional testing; however examination of the cassette showed a infusion tube misalignment. This issue may have led to the reported alarm condition.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that this cadd legacy plus infusion pump gave an alarm but the pump screen stayed normal. The reported also stated that eventually a "no disposable, clamp tubing" alarm went off. There was no patient injury due to the reported event.